Manufacturer narrative:
Batch review performed on 12 march 2019: lot 180414: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-05-02. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Other devices were involved in the complaint and details are reported here below. Gmk-sphere 02.07.1205r tibial tray fixed cemented # 5 r lot. 176249 (k090988): (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Gmk-sphere 02.12.0024r femoral component sphere cemented # 4+ r lot. 174843 (k140826): (B)(4) items manufactured and released on 24-nov-2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported.

Event description:
On (B)(6) 2018, one month and a half after primary surgery, the patient present signs of infection. I&d and poly swap have been performed (complaint (B)(4). Presently, 4 months later, the patient came in due to signs of infection (the pathogen is unknown). A washout and revision of the tibial insert, tibial tray and femoral component have been performed and an antibiotic spacer was implanted. The surgery was completed successfully.